Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to fluid loss as a result of a hole in the cuff resulting in the patients recurring incontinence. The aus cuff and pump was explanted and replaced with a new aus cuff and pump. The patient status was good following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to fluid loss as a result of a hole in the cuff resulting in the patients recurring incontinence. The aus cuff and pump was explanted and replaced with a new aus cuff and pump. The patient status was good following the procedure.